Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater than 600 mg/dl associated with an alleged prime issue. Reportedly, the patient was hospitalized and treated with intravenous (IV) fluids. It was unknown whether the patient remained on the pump at the time of the event. During troubleshooting with customer technical support (cts) it was noted that the pump was not priming the tubing during the load step. The reporter mentioned that the patient was not sufficiently priming the tubing when it was changed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.